Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the compact air drive device was damaged, the motor power was too low, and the reverse locking mechanism was blocked. It was noted that the back-pressor was blocked, the motor had no function, and the locking pin in the housing was broken off and rusted. It was further determined that the device failed pretest for check the triggers for forward / reverse mode, check for air leak, and check for reverse locking mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.